Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Cross-chamber sensing of the left ventricular peaks was also noted in the right ventricle. Rv lead measurements do normalize at times; however, noise and impedance changes would recur after pocket massage. A system revision was performed and pacing impedance measurements were still increased with loss of capture. It was noted that these were observed when the leads were manipulated. The rv lead was surgically abandoned and replaced and the device remains in service.